Event description:
It was reported that the pulse generator exhibited backup vvi operation. After a user download, normal device function resumed. It was noted that the device was exposed to therapeutic radiation.